Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Event description:
It was reported via phone call that the insulin pump went into threshold suspend mode the previous night due to an inaccurate sensor glucose reading. The blood glucose reading was 134 mg/dl, compared with the sensor glucose reading of 54 mg/dl. The sensor glucose reading later stated that it was 200 mg/dl. The customer was not hospitalized for this event. The customer stated that they have experienced multiple sensor versus blood glucose events. Carelink reports showed that there was high calibration factors and low isigs. The customer was advised to remove and replace the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.